Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 24 mm amplatzer septal occluder was selected for implant. When the left disc was deployed in the left atrium, the disc deformed. The device was resheathed and deployed several times with the same result. The device was removed from the patient without complication. A second 24 mm device was deployed in the left atrium but the left disc came out of the sheath deformed. The second 24 mm device was removed and a 26 mm amplatzer septal occluder was successfully implanted.